Event description:
The device was used during a lung reduction procedure. The staples did not release from the instrument when fired. The surgeon reloaded the instrument and completed the procedure without incident.